Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received a no delivery alarm 6 times. The customer's blood glucose level was 95 mg/dl. The alarm did not occur during the manual prime. The customer reported that the event was resolved by changing the complete infusion and reservoir set. Due to the customer's request, the insulin pump will be replaced. The customer did not have the reservoir in question to return. The reservoir will not be returned for analysis.